Event description:
It was reported that during a device check the atrial threshold was high. Intermittent capture, small p-waves and phrenic nerve stimulation were also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed in/on the helix/lobe mechanism and on all conductors. The lead was stretched, all conductors distorted and all insulators breached/cut. The inner insulation was kinked/ buckled and the outer insulation had a cosmetic depression. Apparent explant damage was noted. No anomalies were found.